Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pgj840, xneh7556h and no non-conformances were identified. One detached needle and one empty labeled winding were received for analysis. During the visual inspection of the sample, the needle was received broken at the swage area, body fluids could be observed, and marks were present due to use. Due to condition of the broken needle, additional evaluation was conducted. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Event description:
It was reported that the patient underwent skin procedure on (B)(6) 2020 and suture was used. The needle separated from suture when taken out of packaging. Upon evaluation of the returned device, the needle was found broken. There were no adverse patient consequences reported.